Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii lvas could not conclusively be determined through this evaluation. It was reported that the patient expired due to refractory cardiogenic shock. Additional information was requested, but not provided. Multiple requests for product return were sent, but the product has not been received to date. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to refractory cardiogenic shock. Additional information was requested but not provided.